Manufacturer narrative:
(B) (4). Myelopathy, non-union, cervical instability. Literature article citation: oetgen et al. Complications associated with the use of bone morphogenetic protein in pediatric patients. J pediatric orthop 2010;20:192-198. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent three anterior and posterior spinal fusion procedures for cervical instability associated with gorham disease. In two of the three surgeries, rhbmp-2/acs was used. Five and a half months after the third attempt at cervical spinal fusion, the patient presented with progressive cervical myelopathy due to continued nonunion; diffuse osteolysis, and persistent cervical instability. A CT scan did not reveal evidence of cervical stenosis, but did reveal spinal cord impingement secondary to persistent cervical instability.